Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for post-lumbar laminectomy syndrome and non-malignant pain. It was reported that the patient was in excruciating pain. Additional information was received from a friend/family member. It was reported that the patient wanted to meet with a manufacturer representative to have the device looked at. It was reported that the therapy wasn't working. It was reported that it "works for a few minutes and then doesn't work." It was reported that this had been happening since the patient had a couple of falls in (B)(6) or (B)(6) 2018. After the falls, an x-ray was taken and it was reported that the "cord that they put in the spine had fallen down." It was reported that a manufacturer representative had told the patient in (B)(6) to try different settings. The patient planned to meet with a manufacturer representative for reprogramming. No further complications are anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was scheduled for a lead revision on friday, (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the causes of the lead being advanced but not going in during the replacement procedure and the dural puncture were not determined. The patient had bilateral leg pain. It was noted that the procedure was done under fluoro and the leads were explanted and not replaced on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the hcp would do a lead revision in the next few weeks. No further complications were reported/anticipated.

Manufacturer narrative:
Continuproduct ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative and from a consumer. It was reported that the patient was doing an MRI on tuesday to prep for back surgery to remove the device. It was noted that the way the leads were implanted, blood was getting into the spine so the doctor had to withdraw the leads and perform a laminectomy. The hcp told the patient the stimulator would never work for them due to their condition. It was confirmed that the issue was with how the doctor implanted the device, not with the device itself. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient fell, causing the leads to migrate cephalad and slightly toward the patient¿s left side; the hcp was able to reprogram where it covered the patient¿s back well, but their legs continued to have pain and there was a loss of coverage to the patient¿s legs. It was noted that during the replacement procedure, a 17 gauge 6¿ epidural needle was advanced in a shallow left paramedian approach to enter the epidural space using ap and contralateral oblique vies at t12-l1. The lead was advanced, but would not go in, and after a recheck of the position of the needle, it was noted the needle was definitely in the epidural space. The lead was again attempted to be advanced and when it was withdrawn, the patient had clear csf returning. It was noted that at this point it became clear that there was a dural puncture. The leads were removed and the procedure was discontinued. It was noted that the lead migration was related to the device or therapy and the dural puncture was related to the implant procedure. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.